Event description:
Post-op pt from recovery. The orthopat system was in place on this pt and appeared to be working properly. The recovery room nurse stated that the orthopat had made a grinding type noise in recovery but they could not find anything wrong with the system and it had been working properly since then. The pt had enough output that staff transfused approx 300cc not long after pt came to the med/surg unit. Later that afternoon staff was preparing to transfuse a second bag. While staff was preparing the needed equipment and paperwork staff noticed that the orthopat had turned from post-op to just suction. Staff turned the post-op function back on and continued to prepare supplies. The orthopat turned back to suction again fairly quickly and said something on the main screen about the centrifuge. Staff went to the nurse station and told the charge nurse what the orthopat had done and proceeded to call the o.r. The charge nurse went to the room to assess the situation. Charge nurse immediately came back to the nurse station and told staff to come in the room quickly. Staff walked in to find blood on the floor, on all the orthopat equipment and books, on the pt's bed linens, side rail, and IV pole. Blood continued to ooze from the centrifuge, and seemed to be coming from just under the arm that holds the centrifuge in place. Staff proceeded to clean yp the blood. The o.r. Team came and evaluated the orthopat. Dr and the orthopat company were called. The blood that was about to be transfused was wasted. The o.r. Team started a new setup for the orthopat. It was put on post-op function and proceeded to seem to work properly again. The pt was transfused one last time before end of shift. Although there was obvious output from the orthopat after the setup was changed, the output on the screen never changed. Unit set-up, getting check disk/retainer ring placement error. (Tried two times with two different setups with two different lot numbers). Phoned-the zimmer orthopat rep. Went through all the reasons for the message. Also tried unit. Set-up with same two disposable units. Getting check disk/retainer ring placement error. Went through all of the reasons for the message. Staff decided to clean and place new disposable unit in machine. The rep from orthopat had told the floor that the reason that it busted was probably due to the arm-inside not being properly place down on the disk. Therefore it had rubbed and busted. Staff cleaned the unit and placed the new disposable unit. Staff primed the new setup with 200ml of ns with heparin mixed in. Tubing was then hooked to pt drain. Machine was turned on to post op/run/suction process. Staff stayed around for approx 15-20 minutes watching the unit. Blood was dripping very slowly through the drain, but all lights were lit up as if the machine was working with no error messages.